Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that the bolt goes across the jaw of the expressew iii suture passer w/o hook was breaking. The complaint device was received and evaluated. Visual observations reveal the device is slightly worn, used but in expected condition. To test its functionality, a needle was loaded into the device and was tested on a sample rubber strip. It observed that jaws doesn't close normally contributing to the holding the sample rubber strip as expected. In addition, trigger was difficult to active as it needs to be applied force to deploy needle. Therefore, this complaint can be confirmed. This type of failure is typically observed when clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess load on the jaws causing it to eventually the jaws loose; besides, this is a reusable device, the failure has possibly occurred after using it in this manner for many procedures. Also, for the trigger failure the root cause can be related to an improper maintenance would lead to tissue or bio-debris build up inside the expressew shaft causing wear of internal components leading to rough deployment issues. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. At this point in time, based on the overall complaint rate for this failure mode, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional information: b5: subsequent follow-up with the customer, additional information was received. It was reported that the device was used for rotator cuff procedure.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by the sales rep via e-mail that the bolt that goes across the jaw of the expressew iii suture passer w/o hook is breaking. The rep was not present in the procedure. No patient consequences or surgical delay reported. The device is available for evaluation.